Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to technical support that the blood pump rotor on a fresenius 2008t machine rubbed a hole in the combi set bloodlines during a patient¿s hemodialysis (hd) treatment. The biomed stated that the plastic sleeve came off one of the blood pump rotor pins, which exposed the pin and led to the tubing damage. Additional details were provided upon follow-up with the biomed, as well as a registered nurse (rn) from the facility. Per the rn, the machine¿s air detector alarm kept going off towards the beginning of the treatment (exact timeline unknown). Additionally, it was reported that air bubbles were filling up the arterial chamber. The nurse inspected the entire set-up and confirmed there were no apparent connection issues. Next, they released the bloodline tubing from the blood pump rotor and subsequently noticed blood dripping from the tubing. The rn saw a visible slice on the line where the leak was coming from. The rn confirmed the observed damage was not on the bloodline before the treatment started. The patient¿s blood was not returned. Estimated blood loss (ebl) due to the event was 300 ml. The patient¿s treatment was restarted on another machine with new supplies, and they were able to complete hd therapy without further issue. The machine with the bad blood pump rotor was removed from service for evaluation. The biomed stated that one of the plastic sleeves on the rotor was completely missing. The biomed replaced the rotor and the machine was returned to service. The defective blood pump rotor was not available to be returned for evaluation.

Event description:
A user facility biomedical technician (biomed) reported to technical support that the blood pump rotor on a fresenius 2008t machine rubbed a hole in the combi set bloodlines during a patient¿s hemodialysis (hd) treatment. The biomed stated that the plastic sleeve came off one of the blood pump rotor pins, which exposed the pin and led to the tubing damage. Additional details were provided upon follow-up with the biomed, as well as a registered nurse (rn) from the facility. Per the rn, the machine¿s air detector alarm kept going off towards the beginning of the treatment (exact timeline unknown). Additionally, it was reported that air bubbles were filling up the arterial chamber. The nurse inspected the entire set-up and confirmed there were no apparent connection issues. Next, they released the bloodline tubing from the blood pump rotor and subsequently noticed blood dripping from the tubing. The rn saw a visible slice on the line where the leak was coming from. The rn confirmed the observed damage was not on the bloodline before the treatment started. The patient¿s blood was not returned. Estimated blood loss (ebl) due to the event was 300 ml. The patient¿s treatment was restarted on another machine with new supplies, and they were able to complete hd therapy without further issue. The machine with the bad blood pump rotor was removed from service for evaluation. The biomed stated that one of the plastic sleeves on the rotor was completely missing. The biomed replaced the rotor and the machine was returned to service. The defective blood pump rotor was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating that a product problem had occurred, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.